Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing leading to an inappropriate shock, while programmed to the primary vector. It was noted that this patient was sleeping at the time of the noise. An untreated event from earlier in the month revealed noise as well. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing leading to an inappropriate shock, while programmed to the primary vector. It was noted that this patient was sleeping at the time of the noise. An untreated event from earlier in the month revealed noise as well. Technical services (ts) discussed troubleshooting options with the health care professional (hcp). Subsequently, this electrode was explanted and replaced. No additional adverse patient effects were reported. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits.